Event description:
Event description guidant received information that, during the implant procedure, the helix of this lead was caught on the tricuspid valve and could not be removed. The doctor could not get the lead straightened out to transfer any torque down to the tip.